Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was found to meet specifications relative to the iipv found in the logs. No issues were identified during the review of the actual device's previous service history record (shr) that may have contributed to the iipv. The root cause of the iipv was determined to be insufficient drain- one or more cycle's advance to next fill when slow/ no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 04:40:52 with drain volume of 3694 ml during cycle 3. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.